Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime / a33 test, excessive no delivery test and displacement test. However, unit received with slightly loose drive support disk. No motor error alarms noted. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window. Unit received with missing end cap sticker.

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 264 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.